Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted, the outer insulation was pulled apart due to overstress, outer insulation had cosmetic mio , the outer insulation had cosmetic environmental stress cracking, there was blood in/on the helix/lobe mechanism, the helix disengaged from the helical channel and there was apparent explant damage.

Event description:
Atrial lead has fluctuated between 600 and > 3000 ohms. In (B)(6) 2007, the atrial impedance had reached 3000 ohms. According to nurse, there was no capture at that time and device was programmed vvi40. Since then the impedance has been stable until (B)(6) 2009. Nurse also stated that there is capture and no evidence of over/undersensing. It was further reported that the right atrial lead was explanted and replaced. No patient complications were reported as a result of this event.